Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized with blood glucose levels 140 mg/dl and ketones. Customer mentioned that it was diabetes related and he was wearing the pump at the time of hospitalization. It was reported that the customer became dehydrated because he could not keep anything down. Customer had zofran at the time to help with vomiting and was put on IV to get his liquids back up to urinate the ketones out. Nothing further was reported.